Event description:
A malfunction was reported on the pump, customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer used a manual injection to correct the issue without requiring assistance from a third party. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue happened again, which they acknowledged.